Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) fell, and the lead was visible poking into the skin. Patient has already contacted the clinic. Additional information received which indicated that this device was explanted due to increased left ventricular (lv) lead output. Subsequently, this device was explanted and replaced due to other or non product issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) fell, and the lead was visible poking into the skin. Patient has already contacted the clinic. Additional information received which indicated that this device was explanted due to increased left ventricular (lv) lead output. Subsequently, this device was explanted and replaced due to other or non product issue. No additional adverse patient effects were reported.